Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate results of 13.mmol/l on the subject meter and 8.8mmol/l on another onetouch verio pro performed within 30 minutes of each other. This complaint is being reported because the reported result did not met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.